Event description:
The customer reported that there was a stator not on error message. This error will likely cause the system to shut down un-commanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable and the temperature sensor were replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.